Event description:
It was reported through the filing of a lawsuit that patient had an alleged failed left stryker knee component revised due to component fracturing on (B)(6) 2013

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a left stryker pkr knee. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.